Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and other assay results from two patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide one example of a questionable result. The initial result was not reported outside of the laboratory. The reporter noted various flagged results and a sample pipettor alarm prompting the rerun of the patient sample on their other c 503. The initial glucose result from the analyzer was 48.4 mg/dl. The repeat result from the other analyzer was 118 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 70234801. The expiration date is 30-apr-2024. The investigation reviewed the last calibration on 17-aug-2023; the results were within specifications. The investigation reviewed the qc. The results were within range before and on the date of the event but were out of range after the event; there were multiple qc errors. The field service engineer inspected the analyzer and determined that the event occurred because sample pipettor 1 had no spring action. He then replaced the spring and probe cover. He performed a hardware check by test performance with successful results. The investigation reviewed the alarm trace. The alarm trace had sample pipetter s1, qc out of range, and maintenance alarms on the date of event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.